Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, hickmen single-lumen, 6.6f is identified in procode and PMA/510k. Manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is inconclusive for the reported component missing issue as the sample tray was found opened in the provided photo and the original state of the package at the time of opening is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 03/2022.

Event description:
It was reported that during preparation for a port placement, the introducer sheath was allegedly missing from the package. The procedure was completed using another device. There was no patient contact.